Event description:
Animas one touch ping blood glucose meter remote (B)(4) rev date 03/2008 fcc ID (B)(4) (B)(4) rev date 04/2008. Sn (B)(4). Ezcarb function. After calculated dose the screen "timed out" and returned to main menu. "Go" was not pushed and there was no indication insulin was being delivered. Check of pump status did show that the insulin was delivered.